Event description:
It was reported that during a da vinci si surgical procedure the harmonic curved shears insert remained "blocked" into the pt's stomach and a different insert broke into the pt's stomach. The piece was retrieved and the planned procedure was completed with a replacement insert. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The insert was returned and evaluated. Per the customer reported complaint, engineering observed the insert to be returned with the insert clamp broken. Microscope imaging showed damage to the shaft and clamp base that indicate possible over bending and hyperextending of the clamp. No other damage was found.